Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using an atw35 the fourth tr35w reload did not cut and the staples formed but not in tissue. They opened a new reload and used the same atw35 to complete the case without incident. The rep reports he is returning the reload, but the device is not available to send back. There was no consequence to the patient.